Event description:
Drug/diluent: macaine 0.5%, fill volume: 2.0 ml, flow rate: 100 ml/hr, procedure: hernia cathplace: unknown, date of procedure: on (B)(6) 2013. It was reported by the patient's wife that the evening the patient returned home after surgery it seems as if her husband had a stroke. He was confused and couldn't remember anything, after the pump was removed the patient could not walk nor talk and ended up in the ER. The ER physician said that it must have been a reaction to the medication that was in the on-q pain pump. The patient is still having issues with vertigo and his memory so he wants to know what medication was in the pump to avoid getting it in the future. Patient was advised to contact his surgeon. Patient reported that the surgeon was not sure which medication was used in the pump. He was advised to call the surgical center and ask them. He was informed that we do not make the drug, only the pump. The patient does not have the pump or any other information.

Manufacturer narrative:
Method: device will not be returned for an evaluation and investigation. Results: a device history review is being conducted. Conclusions: the device was discarded. A follow-up report will be submitted when the investigation is complete.